Manufacturer narrative:
Citation: giuliano c. Early clinical outcomes of three different second generation transcatheter aortic valve prostheses. Giornale italiano di cardiologia (netherlands), volume:18,issue:10, e11: oct 2017 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding early clinical outcomes of three different second generation transcatheter aortic valve prostheses. All data was collected from a single center between september 2014 and june 2017. The study population included 460 patients (mean age 82 years), 229 of which were implanted with medtronic evolut r valve. The serial numbers were not provided. Among all patients 30-day mortality, all-cause and cardiovascular mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker and stroke. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.